Event description:
It was reported by patient's son that patient was not feeling well. Follow-up was conducted to obtain information on the patient and whether the event was device related, but the patient had not been seen by the physician in several years. Records indicate the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).